Manufacturer narrative:
(B)(4). The customer returned various components for evaluation including a catheter, dilator, and guide wire assembly. The ars was not returned. Visual examination of the returned components did not reveal any defects or anomalies. A device history record review was performed with no relevant findings. The customer report of an ars leak could not be confirmed by complaint investigation. The ars was not returned for evaluation. A device history record review was performed with no relevant findings. The probable root cause of this issue could not be determined based on the information provided and sample received. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the md found the syringe leaking. A new product was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the medical doctor found the syringe leaking. A new product was used to complete the procedure.